Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right atrial (ra) and right ventricular (rv) lead. The ra and rv lead were capped and replaced to resolve the event. The patient was stable.